Manufacturer narrative:
(B)(4).

Event description:
The patient reported her leg was numb and she couldn't feel her right foot because her device had shifted. Her settings had been changed. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the circumstances that led to the device shifting and numbness and the steps taken to resolve the event. If additional information is received, a follow-up report will be sent.